Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after a plastic surgery the sutures split and come undone. Patients came back a year later with complications and had to go under a reoperation.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
Additional information indicated that the patient presented with a small irritation, thinning of the skin, and a small ulceration on the undersurface of the skin flap as the suture came to the surface. No further information was provided.